Manufacturer narrative:
Concomitant products: d274drg, ICD, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and increased impedance. The lead was explanted and replaced. The right atrial (ra) lead exhibited undersensing and noise. The lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) was "malfunctioning" and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.